Event description:
It was reported that the patient with persistent driveline infections presented to the hospital with a recurrent draining sinus and was taken to the operating room for debridement. The patient did well from that but over the weekend, they developed sudden loss of lvad flows with a concern for inlet compromise. Low flow hazard alarms were noted at the time of the event. The patient was fairly stable until late saturday when they developed worsening lvad flows and hemodynamics. The patient was taken to the cardiovascular operating room (cvor) for ventricular assist device (vad) explant and venoarterial (va) extracorporeal membrane oxygenation (ECMO). Ultimately, they were placed on emergent peripheral ECMO for perfusion support. Additional information was provided on 11aug2025 that the chronic driveline infection had led to multiple prior admissions, and multiple prior debridement of driveline and/or pump pocket. An echocardiogram (echo) was performed on (B)(6) 2025 and revealed severely reduced left and right ventricular systolic function, with a visually estimated left ventricular ejection fraction (lvef) of 10 to 15%. The left ventricular assist device (lvad) parameters present showed a pump speed of 5400 revolutions per minute (rpm), flow of 0.4 liters per minute (lpm), pulsatility index (pi) of 1.8, and 3.2 pp, and on va-ECMO, 3280 rpm and 3.17 lpm. The lvad inflow cannula was visualized and oriented toward the interventricular septum, with intermittent aliasing suggestive of possible obstruction or stenosis. The lvad outflow cannula was not clearly visualized. The aortic valve did not open, and trace aortic regurgitation was noted. Trace mitral and tricuspid valvular regurgitation were also noted. The patient was on warfarin but was non-compliant with lab monitoring, making a therapeutic inr status unknown. Procedures performed included redo-sternotomy and lvad explant, peripheral ECMO cannulation via right axillary artery and right femoral vein, removal and repair of ECMO cannulas, and temporary chest closure. No changes to pump parameters were made prior to lvad explant. Pre- and post-operative findings included lvad thrombosis, central pump infection, horrific adhesions throughout the mediastinum, a large hematoma around the pump head, pseudoaneurysm of the lateral aorta, and near-complete circumferential dehiscence of the sewing ring from the left ventricular apex. Poor rv function was also noted. Purulent and serosanguineous material was noted near the driveline. Severe coagulopathy and a large hematoma in the right thigh were also observed. The patient had passed away due to retroperitoneal (rp) bleeding from the va-ECMO cannula.

Manufacturer narrative:
H6- e0505 hematoma. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with persistent driveline infections and noted to have significant drop in flows suspected of possible pump ingestion. The patient was taken to the cardiovascular operating room (cvor) for ventricular assist device (vad) explant and venoarterial (va) extracorporeal membrane oxygenation (ECMO). Low flow hazard alarms were noted at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump malposition could not be confirmed, the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a deposition consistent with the report that the inflow was oriented towards the interventricular septum and the sewing ring was dehisced from the left ventricle. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events cannot be conclusively determined. (B)(6) was returned assembled with the pump cable cut approximately 9.5 from the pump header (figure 1). The distal portion of the pump was not returned. The modular cable was returned. The sealed outflow graft was returned attached to the pump outflow; however, it was severed into two pieces prior to return. The outflow graft bend relief was returned unattached; but was also severed into two portions prior to return. The apical cuff was returned unattached. Upon disassembly of (B)(6), examination of the textured blood-contacting surface of the inlet cannula revealed a red, tissue-like deposition within the proximal end. The color and structure of the thrombus formation, as well as its adherence to the textured surface suggested that it developed within the distal end of the inlet cannula over an undetermined amount of time while the pump was supporting the patient. The deposition appeared to have developed on only one side of the inflow cannula, consistent with the report that there a suspected inflow obstruction as the inflow was oriented towards the interventricular septum and the sewing ring was dehisced from the left ventricle. Although, a specific cause for the formation of the thrombus could not be conclusively determined through this evaluation, and it appeared to be occlusive of the blood flow path and would have likely contributed to the reported low flows. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1, "introduction," lists the adverse events, including thrombosis, infection, bleeding, and right heart failure, that may be associated with the use of heartmate 3 lvas. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.